Manufacturer narrative:
Additional attempts to get further information were not successful.

Event description:
Per (B)(6) database: the hospital reported a loss of o2 drive gas due to a leak possibly resulting in an inability to mechanically ventilate. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Serial number: not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture: unknown as serial number was not provided. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.